Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. An incompatible 18 series microcatheter was used with a 10 series microcoil system. The detachment fiber melted above the detachment zone. Located proximally 3mm off the distal tip of the device positioning unit (dpu), but adjacent to the proximal resistive heating coil section is a buckled section on the dpu. When only the buckled section was manipulated for taking photographic evidence, the resistance moved into the acceptable range for resistance. The unit then passed the enpower system go light. It should be noted that at no time did the system fault light illuminate during testing. The resheathing tool was advanced over the proximal end of the green introducer. The evidence suggests that the detachment difficulty was most likely caused by the device positioning unit (dpu) becoming severely buckled adjacent to the resistive heating coil section. The stress on the electrical wiring may have fractured the resistive heating coil¿s solder joint causing the intermittent enpower readings to be out of operating specifications as was duplicated during laboratory testing. The most likely root cause of the dpu buckling was due to an incompatible 18 series microcatheter that was selected to be used with a 10 series microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm). The excelsior 1018 microcatheter has an inner lumen of 0.019¿. Concerning the unintended detachment of the coil during removal; it was found that the detachment fiber had melted above the detachment zone. The melting detachment fiber most likely captured the coil temporarily and then released it inside the microcatheter during retraction. Since there was no evidence of a manufacturing issue related to the event, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
A deltaplush cerecyte microcoil failed to detach, but unintentionally detached in the microcatheter during removal. It was the first coil used, and passed the pre-deployment electrical check before insertion. However; when it was to be detached inside the body, the coil could not be detached. The button was pressed, but the audible signal did not beep. The enpower was checked, and the system fault lamp was on. The cable was replaced, and the enpower was rebooted, but the system fault lamp remained illuminated. The coil was retrieved from the patient. During removal, the coil detached inside the mc with no intention. The coil and the mc were retrieved together. After this defective coil, an old detachment control box was used to finish the procedure. The enpower was checked again later, and it showed no error on its display. There was no serious injury or required intervention as a result of the event.